Event description:
The physician claims that a hemashield gold bifurcated graft was implanted for an aaa procedure in 2008. After sewing the proximal anastomosis, while preparing to sew the distal leg, the physician noticed that there was a hole at the bifurcation. The physician described the hole to be a 5 french hole. The physician patched the hole in the graft with a pledget and completed the procedure with this device. It was reported that there was no injury to the pt.

Manufacturer narrative:
Since no product is being returned for evaluation, the complaint, as reported, cannot be confirmed or denied. No further information appears to be attainable. Following our investigation, our conclusion, as to the probable root cause cannot be determined. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode, based upon risk documentation and/or historical trending.